Event description:
A hospital in (B)(6) reported via our distributor that an mr850 humidifier gave a 'low temperature' alarm and displayed '26 degrees'. The respiratory therapist reported that the mr290 humidification chamber was "partially melted". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was not returned to fisher & paykel healthcare (B)(4) for evaluation. We were informed that the hospital had destroyed the device. Further information received from the hospital was that the chamber had been in use for three days without incident, that water was present in the chamber at the time of the incident, and that the flow setting was 40lpm. The following devices used in the setup with the complaint chamber were received mr850 humidifier; s/n (B)(4), manufactured 8 july 2008; 900mr869 temperature probe, lot 080124, manufactured 24 january 2008; 900mr805 heater wire adaptor, lot 080523, manufactured 23 may 2008. All three devices were visually inspected and performance tested. Results: the visual examination revealed that the three devices had no physical defects. The mr850 passed all calibration and performance checks. The mr850 was functionally tested for four hours with the subject probe and heater wire adaptor and no abnormalities were detected. The 900mr805 heater wire adaptor functioned normally when tested. A probe temperature accuracy test was performed on the 900mr869 temperature flow probe and the probe was found to be within specification. Conclusion: the chamber and accompanying accessories had functioned without defect for three days. Additionally we did not receive the subject chamber or a photograph to enable us to confirm whether the chamber had indeed melted. Our testing did not identify anything that would suggest that the humidifier (mr850) and accessories (900mr869 & 900mr805) caused or contributed to the melting of the chamber as reported by the customer. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. The user is likewise instructed to conduct six-monthly visual checks and temperature and flow accuracy checks of the temperature probe and to replace the probe if any damage or malfunction is noted. The technical manual also instructs the user to perform an annual check of the heater wire adaptor and to replace the adaptor if there is any sign of damage. All chambers are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The user instructions which accompany the mr290 chamber state the following: "ensure there is a water supply connected to the chamber and that water is present within the chamber." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."